Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. Throughout the sensor session, the patient reported persistently inaccurate and erratic cgm readings despite multiple calibration attempts. During this period, one comparison showed a fingerstick blood glucose (fsbg) test value of 68 mg/dl while the cgm displayed 142 mg/dl. On (B)(6) 2026, the patient experienced a hypoglycemic event. After eating, the cgm displayed glucose values above 200 mg/dl, while concurrent fsbg readings were approximately 80 mg/dl. Additional calibration attempts were made; however, the cgm readings did not adjust into the expected range and remained inaccurate. The patient developed symptoms including weakness and inability to communicate effectively, prompting emergency medical services (ems) to be contacted. The patient received a glucagon injection (dosage unspecified). Following treatment, the patient¿s fsbg stabilized to approximately 130 mg/dl. The patient reported symptomatic improvement after treatment and did not require transport to a healthcare facility. At the time of report, the patient was doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.